Manufacturer narrative:
Visual examination of the returned implant exhibited signs of bone and/or tissue on the external threads of the implant. There appeared to be dried blood within the lobe portions of the implant's internal connection. The implant showed minor deformation at the internal connection; specifically at the external lobes at the top edge (near the intersection with the radius/taper features) and at the top of the vertical portions. The deformation was consistent between all lobes suggesting that the driver was installed axially with the implant, as this is an indication of proper driver engagement. The location and extent of the deformation is expected with normal use of the implant driver as a result of an intended friction fit between the driver and implant. Visual examination of the returned driver was also performed. The examination revealed signs of dried blood within the lobe and tapered portions of the implant driver. The implant driver did not appear deformed. The tapered retention feature appeared to have a different surface finish on the portion that mates with the implant, as this portion of the driver is in contact with the implant. This is expected with normal use of the driver. The clinician placed the implant in a molar extraction site that had reduced bone volume, which created lack of stability. As a result, the driver engaged deeper into the implant while the clinician continued to place the implant deeper into the extraction site. Over driving the implant into a site of reduced bone material is, therefore, the most likely cause of the driver remaining engaged to the implant. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. Attempts were made to obtain additional information. A follow-up medwatch form will be submitted if additional information is received at a later date. (B)(4).

Event description:
The complainant reported that the clinician attempted to place the implant in a patient, but the implant driver became stuck to the implant. There was no indication from the complainant of any adverse effect to the patient as a result of the reported product problem.